Manufacturer narrative:
A ge svc rep performed an on site investigation. The filament drive board was replaced during the svc call. The system was tested and found to be working as intended and put back into svc. This malfunction may have resulted ni a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system had a regulator failure error message during a case. No pt injury was reported.